Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had lower back pain since (B)(6) and the pain got worse. On (B)(6) 2016, they went to the hospital for the pain, and the medication made them sick. The patient noted the MRI/CT scan was for their lower back to find out what was causing the pain, and they were not sure if the implant was causing the pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.